Event description:
It was reported to boston scientific corp on august 18, 2009 that an extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during the procedure, the balloon detached from the catheter while the physician was sweeping the bile duct and the balloon catheter was exiting the papilla. Resistance was encountered when sweeping the stone. There was no kink or break on the catheter. The balloon was free floating in the bile duct. The physician was able to remove the balloon with the tip of the balloon catheter. The procedure was completed with another extractor rx retrieval balloon. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unk. The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complainant device, if there is any further relevant info from that review, a supplemental medwatch will be filed.